Event description:
Push button is defect. [Device malfunction] ([blood glucose increased]). Case description: medical device info: class iib. This spontaneous case from the netherlands was reported by a pharmacist as "pushbutton is defect" and "blood glucose levels rose after some days to over 20" and concerns a male pt using novopen 4 (insulin delivery device) and treated with novorapid penfill (rapid-acting insulin aspart) from an unk start date and ongoing for diabetes mellitus. The pt experienced that the push button was defect. After setting the dose, the pushbutton depressed without clicking, described as a fluent motion, it seemed like the pressure had disappeared. On (B)(6) 2009, the pt visited emergency ward in hosp; he was not hospitalized. The pt was using bd-needles. The pt made airshots before injecting, sometimes he used the needle several times. The pen had been used for less than two yrs. The pt was trained and used the pen without any problems. The pt stored the product as prescribed. The pt injected himself. He only experienced the problems once. His complaints were increased blood glucose levels to over 20 after some days. The pt felt very ill. In the emergency ward pt was treated with actrapid (fast-acting human insulin); batch# was unk. The pt is doing well now and was considered recovered from the event. Analysis result: product: novopen 4; lot#: tv40389; device conclusion: technical, visual, and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. The pen function was normal. The dose accuracy was measured by weighing using a random penfill cartridge. The result was within acceptable limits. During testing of the device it has not been possible to detect any irregularities.

Manufacturer narrative:
Eval summary: during test of the device it has not been possible to detect any irregularities.